Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia with abdominoperineal resection surgical procedure, the customer had an error on the erbe while using monopolar energy. The customer restarted the erbe and changed out the cord and instrument with no resolve. The technical service engineer (tse) had the customer swap ports on the erbe with no change. The tse advised customer to connect to the force triad generator if they had the correct cable. Site continuing with procedure. Intuitive surgical, inc. (Isi) made follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to investigate the reported event. The fse observed an error c-34 - hf voltage too low in on state. Fse stated that if recurring: electrosurgical generator unit (iesu) replacement is likely needed. The iesu was replaced to correct the reported problem. The system was tested and verified ready for use. Isi received the part(s) involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure of a c-34 error upon start-up was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original equipment manufacturer for repair. Upon visual inspection, the unit appeared to be in good condition. A review of the site's system logs for the reported procedure date was conducted by fse while troubleshooting the system. Investigation revealed the following possible related system errors: c-34 - hf voltage too low in on state and c-00 error. Replacement of iesu is recommended. Verification via logs confirms the inguinal hernia ¿ bilateral procedure on the reported event date of (B)(6)2022 using system (B)(4), matching the documented event details. This complaint is considered a reportable event due to the following conclusion: the integrated electrosurgical unit (iesu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2,6, and h10. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and generated no errors at that time. The erbe was replaced and the new device was being turned off at the end of shifts. The patient experienced no intra- or post-operative complications.